Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two systems implanted. This issue pertains to the thoracic system. It was reported the patient's ipg moved sideways resulting in pain regardless of stimulation. The issue occurred after the patient experienced a fall. Additionally, the patient was unable to establish communication with the ipg using external devices. Subsequently, surgical intervention was undertaken to explant and replace the ipg. The new ipg was placed in the original pocket. Effective stimulation was restored post-operatively.

Event description:
Follow-up identified the patient's pain issue has resolved following surgical intervention.